Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported by the patient that the ipg was nearing eol. Reportedly, the ipg was providing effective stimulation. In turn, the patient underwent surgical intervention wherein the ipg was explanted and replaced.